Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) failed to turn on was not confirmed in the archive data and functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive log file did not record any faults or alerts. The autopulse nxt platform passed the preliminary functional testing without errors. The device was checked, and the battery connector was found undamaged. It was also confirmed that the power button on the user control panel worked properly on both sides, with no issues. The platform was further tested using the mztf (medium zoll test fixture) with the battery until fully discharged, with no faults or errors. The autopulse functioned appropriately and performed as intended. The reported complaint was not reproduced. Following the service, the autopulse nxt platform passed the run-in test without any faults or errors. The autopulse nxt platform passed final testing without any faults or errors.

Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
The customer reported that the autopulse nxt platform (sn unknown) failed to turn on. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.